Event description:
It was reported the lv lead was 'not functioning correctly'. A chest x-ray confirmed the lead had 'broken' and the crt (cardiac resynchronization therapy) was turned off. No patient complications have been reported as a result of this event.